Event description:
Patient had light therapy on face for trigeminal neuralgia. Treatment caused nausea, sweats, shaking, patient unable to drive and almost passing out. Patient has had four episodes since treatment. Now seeing neurologist and cardiologist for cause. Patient would like to know if goggles should have been worn during treatment.